Manufacturer narrative:
The serial number of the e 601 analyzer is 28b6-13. The hcv antibody assay only indicates that a person has been exposed to the virus at some point, whereas the hcv rna test is necessary to confirm whether there is currently an active infection (viremia) that requires treatment. Screening tests are designed to avoid false-negative results. Pcr confirmation is required to rule out potential false-positive results from the elecsys anti-hcv test. Per product labeling for repeatedly reactive results, "presumptive evidence of antibodies to hcv. Follow cdc recommendations for supplemental testing." False positive results can occur based on the labeled assay specificity.

Event description:
The initial reporter stated they received a questionable positive result for one patient sample tested with elecsys anti-hcv ii on a cobas 6000 e601 module. The specific date of the event is not known. It occurred in (B)(6) 2025. The patient's sample resulted in an anti-hcv value of 5.36 coi (reactive). The sample was tested using an unknown competitor method on an unknown date and the anti-hcv result was negative.